Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a shunt vessel in the forearm. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.